Event description:
Reporter alleged the advantage system memory contained a blood glucose result of 604 mg/dl, however, she had never obtained a result with that value. The reading range of the system is 10-600 mg/dl. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.